Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. Device received with minor scratched lcd window. No charge or battery lasts less than expected anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reported that insulin pump had squirt out insulin during priming. Customer¿s blood glucose level was unknown. Customer stated that louder during the rewind, insulin pump had scratches, random and unexplained no delivery alarms as well as battery life diminished and insulin pump had rejected a new battery. The device will not be returned for analysis.